Manufacturer narrative:
The technician found the brake casters were old and worn. The technician replaced the brake casters to resolve the issue.

Event description:
The technician alleged the brake casters did not hold. No patient impact.